Event description:
It was reported that the patient with this right ventricular (rv) lead was experiencing a burning sensation at the device site, possible infection. Technical services (ts) advised discussing the concern with the clinician and insurance regarding the generator change. There were no additional adverse patient effects reported. This rv lead remained in service